Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula which led to hospitalization. Ketones were also reported and identified as life threatening by healthcare professional. Patient used correction injection via multi daily injection and bolus with pump as a treatment. During hospitalization, patient received intravenous fluid of saline and insulin. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.